Event description:
It was reported that during an in-clinic follow-up, loss of capture was noted on the right atrial (ra) lead. X-ray was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced on (B)(6) 2024. The patient was recovering post-procedure.